Event description:
The report from the field stated that during a routine coronary stenting procedure, the stent was not able to be deployed. There was no reported patient injury. The patient was treated successfully. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.